Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the intensive care unit (ICU) after experiencing multiple episodes of a ventricular arrhythmia on (B)(6) 2025. The patient was reported to have required external defibrillation in order to restore sinus rhythm. Interrogation of the crt-d revealed it was in safety mode. While in the ICU, the patient was reported to have passed away the following day on (B)(6) 2025 due to complications from the ventricular episodes. The crt-d was explanted and removed from the body and will be returned back to boston scientific for analysis. The physician was wanting to understand whether the crt-d had delivered any shocks or not, and why (if therapy was delivered), such shocks were not effective. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. Visual inspection noted an arc mark on the device case. Review of device memory noted the device declared multiple codes on 03-april-2025. These codes include those indicative of the device shocking into a shorted circuit, as well as multiple instances of exceeded charge times. Three power-on resets occurred on that day as well, causing the device to revert to safety mode. X-ray imaging of the device confirmed it had a blown plasma fuse. Analysis confirmed the device did not have pacing output available. The device was taken out of safety mode to interrogate stored episodes, however the data in these episodes was corrupted and unable to be viewed, likely due to code indicating a shock into a shorted circuit.

Event description:
It was reported that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was admitted to the intensive care unit (ICU) after experiencing multiple episodes of a ventricular arrhythmia on (B)(6) 2025. The patient was reported to have required external defibrillation in order to restore sinus rhythm. Interrogation of the crt-d revealed it was in safety mode. While in the ICU, the patient was reported to have passed away the following day on (B)(6) 2025 due to complications from the ventricular episodes. The crt-d was explanted and removed from the body and will be returned back to boston scientific for analysis. The physician was wanting to understand whether the crt-d had delivered any shocks or not, and why (if therapy was delivered), such shocks were not effective. No additional adverse patient effects were reported.